Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) . Procedure note. Pre-procedure diagnosis: dysphagia. Post-procedure diagnosis: prominent b ring stricture. Small hiatal hernia. (B)(6) 06: (B)(6) . Operative report. Preoperative diagnosis: 1. Umbilical hernia. Postoperative diagnosis: 1. Incisional hernia. Operation: incisional hernia repair using permachol [sic] mesh. Anesthesia: general. Specimen removed: none. Findings: actually, a total of 4 incisional hernias right at the umbilicus along with a recurrent umbilical hernia. Indications: this is a 56-year-old black female who was referred to me for umbilical hernia. The patient had a prior hysterectomy and she tells me at that time they attempted to repair her hernia at the time of her hysterectomy, this was a few years ago. She has a recurrence of her umbilical hernia and initially on examination we felt that that is what had happened. No history of using mesh to repair the hernia, they just repaired it primarily after they did the hysterectomy. However, on today¿s evaluation in the operating room the patient had multiple incisional hernias with recurrent umbilical hernia. A total of 2 incisional hernias superiorly and one inferior to the recurrent umbilical hernia. Procedure: ¿the patient was brought to the operating room, she received ancef intravenous antibiotics perioperatively. She had sequential compression devices in place. She was placed under general anesthesia without any difficulty. Her abdomen was prepped and draped in normal sterile fashion. We infiltrated 10 cubic centimeters of naropin. We made a longitudinal incision sharply and then carried that down to the subcutaneous tissue with electrocautery to the fascia. We dissected around the umbilicus bluntly at the level of the fascia. We then took a portion of the hernia sac off the dermis leaving a small middle (?) Hernia sac on the dermis with electrocautery. At this point we assessed the fascia. There was obviously recurrent umbilical hernia and there was a total of two fairly large incisional hernias just inferiorly and 2 superiorly to the umbilicus. At this point we removed the attenuated fascia at the umbilicus with electrocautery. We then extended the skin incision inferiorly and superiorly and completely exposed both of these areas of incisional hernias. We took some adhesions of the bowel down around the fascia from within the abdomen and inferiorly this was fairly densely adherent up to the hysterectomy incision. We did this under direct vision sharply and completely freed the good fascia up circumferentially. Felt down along the incision, no obvious other incisional hernias appreciated. We assessed our defect, it was 8 by approximately 3 centimeters, diameter. I chose a 5 by 10-centimeter piece of permachol mesh. We placed that deep to the fascia within the abdominal cavity. We then secured it up to the good fascia with interrupted simple number 1 pds stitches completely circumferentially. Good hemostasis was noted. We then approximated the subcutaneous tissue and the superficial portion of the scar and fascia with a 0 vicryl stitch superficial to the fascia. We then secured the umbilicus down to the fascia with a 3-0 vicryl figure-of-eight stitch. The skin was then closed with 3-0 vicryl simple stitches and then a running 4-0 monocryl subcuticular stitch. Dermabond was used for final skin closure. The patient will be placed in abdominal binder. She was transferred to the recovery room in awake and stable condition.¿ (B)(6) 2006: (B)(6) . Implant sticker. Permacol acellular collagen matrix. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: 1. Chronic sinus tract following umbilical hernia repair. Postoperative diagnosis: 1. Chronic sinus tract following umbilical hernia repair. 2. A separate incisional hernia involving the lower portion of her midline incision well away from her umbilical hernia repair. Operation: __ [sic]. Anesthesia: general; (B)(4). Specimen removed: previous scar with associated sinus tract. Indications: this is a 56-year-old black female who is now almost 3 months out from an umbilical hernia repair with mesh. Postoperatively she has developed actually 2 areas of a sinus tract, one in the inferior part of this incision and also one at the umbilicus. It is unclear if these 2 are connected or not. They did not respond to local wound care. We explored this in the office and cleaned out the granulation tissue one time in the past without resolution. She is brought now to the operating room for excision of these sinus tracts, and associated scar, and exploration of her wound. Procedure: ¿the patient was brought to the operating room, she received ancef intravenous antibiotics. She was placed under general anesthesia without any difficulty. She had sequential compression devices in place. Her abdomen was prepped and draped in the normal sterile fashion. I have already discussed removing her umbilicus associated with one of the sinus tracts, so that was completely excised. We followed that down basically using the lower sinus tract which was at the lower portion of our umbilical incision but was in the mid portion of her previous hysterectomy incision. We followed that down to the fascia and then come across the fascia at the level of the fascia. As it turns out the umbilicus was scarred down nicely. There was no evidence of any granulation tissue or no significant hernia. However, approximately 3 to 4 centimeters away from this area was an incisional hernia, I think it was secondary to her previous hysterectomy incision and was not appreciated at the time of her umbilical hernia repair. This was clearly away from this. There was no evidence of any incarcerated contents. We dissected deep to the fascia, freed up the fascia completely circumferentially. I elected to close this transversely with interrupted 2-0 pds stitches which we did and had good closure of the defect. I imbricated the fascia then with a couple of more 2-0 pds stitches. Good hemostasis was noted. We irrigated the wound. There were significant dead spaces in the subcutaneous layers. I elected to place a 10 millimeter jackson-pratt drain superficial to the fascia which we did and brought that out through a separate stab incision. We then closed the wound with interrupted 3-0 vicryl and a running 4-0 monocryl subcuticular stitch. Dermabond was used for final skin closure. A dressing was placed. The patient was extubated and then transferred to the recovery room in awake and stable condition.¿ (B)(6) 2006: (B)(6). William w. Mims, md. Pathology report. Path number: s06-06233. History: sinus tract, previous umbilical hernia repair. Specimen: sinus tract and scar umbilical/incisional hernia. Diagnosis: skin and soft tissue, sinus tract and umbilical scar, excision: benign skin and soft tissue with acute and chronic inflammation and foreign body giant cell response to suture material. Gross description: received in formalin is a 15 x 8 x 4 cm lobulated yellow tan soft tissue mass that is partially covered by a 13 x 2 cm tan brown skin ellipse which is serially sectioned to reveal a 0.8 cm in diameter tan brown diffluent sinus tract surrounded by a rim of fat necrosis. Representative section submitted. Microscopic description: slide(s) reviewed. Records between 10/06/06 and 10/26/10 were not provided. (B)(6) 2010: (B)(6) . Radiology-ultrasound abdomen. History: epigastric abdominal pain. Impression: cholelithiasis without strong ultrasound indicators for acute cholecystitis. No intra- or extrahepatic biliary ductal dilatation. Bowel containing periumbilical hernia. Hepatomegaly. (B)(6) 10: (B)(6) . Radiology-CT abdomen/pelvis. Indication: epigastric pain with nausea and vomiting. Impression: small and large bowel containing midline ventral hernia with findings consistent with acute or chronic bowel obstruction related to the hernia. Negative for abscess or perforation. Cholelithiasis without cholecystitis. (B)(6) 2010: (B)(6) . Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: strangulated incisional hernia. Procedure: exploratory laparotomy, lysis of adhesions, small bowel resection. Surgeon: dr. Tom ashley, scrubbed and present throughout the entire procedure. Assistant: dr. Stephen phillips and dr. Willis nichols. Anesthesia: general. Specimens: 1. Segment of necrotic small bowel. 2. Left ventral hernia sac. 3. Right ventral hernia sac. Estimated blood loss: 100 ml. Findings: there are two separate areas of incisional hernias, one to the left of midline and one to the right of midline. The right side contained incarcerated small bowel and the left side contained strangulated small bowel. Description of procedure: ¿the patient was taken to the operating room, placed under general anesthesia, placed in the supine position, prepped and draped in sterile fashion. A midline incision was created and cautery was used to gain hemostasis and carry out dissection in an area superior to the hernia. Once we encountered the fascia it was opened using cautery and then the area below it was grasped with hemostats and opened using cautery as well. Fingertip was then placed posteriorly and used to guide the remainder of our incision and protect the bowel as we were opening this. We initially encountered the right-sided hernia. The bowel in this appeared a bit dusky but upon reduction was noted to regain normal appearance. As we attempted to get into the left side of the hernia, we noted the bowel to be difficult to reduce and the hernia sac was opened until we were able to get enough traction on the bowel that we could take down the adhesions that were holding it in place. At this point in time the bowel was noted to have a dusky appearance and did not regain a normal color and therefore we decided to resect the small bowel that was contained within this hernia. Once we had lysed all the adhesions to release this bowel from the hernia sac, we continued lysing adhesions in the pelvis until we were able to completely mobilize the small bowel to prevent further adhesive complications. We created windows between the small bowel and its mesentery proximal and distal to the necrotic appearing area and the bowel at both sites was transected using a gia stapler. We then came across the mesentery using a series of clamps and ties and the specimen was then sent for pathology. A series of silk tacking sutures were placed in our proximal and distal ends of small bowel so that it laid in good position for our anastomosis. The remainder of the field was covered with lap pads. The ends of the bowel were grasped along the staple line using allis clamps and the corners of each staple line were removed after placing bowel clamps to prevent spillage. We then inserted the 55 gia stapler into each enterotomy and created an anastomosis between the two segments of bowel. The common enterotomy that had been created at this point was removed using a ta 55 stapler. The staple lines were then inverted using silk lembert sutures and the mesenteric defect was closed using a running vicryl suture. We then removed the hernia sacs bilaterally using electrocautery and sent these for pathology as well. The abdomen was then irrigated with warm normal saline and we continued some dissection of our abdominal wall in order to find fascial edges. We then used the #2 prolene suture and ran out fascial closure for both ends meeting in the middle. The sutures were tied together completing our fascial closure. We then irrigated out the subcutaneous tissues and placed a kerlix for packing into the hernia cavities on both sides and packed the remainder of the wound with this. This was covered with abds and tape. The patient tolerated this procedure well and was awakened and returned to the recovery room in stable condition.¿ (B)(6) 2010: (B)(6). Pathology report. Pathology: s-10-14065. History: pre-op: incarcerated hernia. Post-op: same. Specimen: a. Portion of small bowel. B. Lt. [Left] ventral hernia sac (perm). C. Rt. [Right] ventral hernia sac (perm). Gross description: a. Received in formalin in a container labeled with the patient¿s name, dob, and ¿portion of small bowel¿ and consists of an approximately 30.0 cm in length unoriented segment of small bowel with attached mesentery. The margins are stapled. The serosa, throughout the segment of small bowel, is grey and dusky and there are multiple adhesions noted on the serosa and within the mesentery. Upon opening, the lumen is filled with a hemorrhagic fecal material. The mucosa is grey and dusky with a flattened, attenuated folding pattern throughout the length of the small bowel. There are no obvious masses identified. The wall thickness of the small bowel ranges from 0.2 cm up to 0.5 cm. An obvious perforation site cannot be identified. Representative sections are submitted. Summary of sections: a1, 2- stapled margin. A3, 4- multiple representative sections of dusky appearing small bowel and serosal adhesions. B. Received in formalin in a container labeled with the patient¿s name, dob, and ¿left ventral hernia sac¿ and consists of a 5.5 x 3.0 x 0.6 cm expanse of pink to grey membranous appearing tissue with a scant amount of attached adipose tissue. Sectioning is unremarkable. Representative sections are submitted. Summary of sections: b1- representative sections. C. Received in formalin in a container labeled with the patient¿s name, dob, and ¿right ventral hernia sac¿ and consists of a 6.0 x 4.0 x 1.1 cm expanse of pink to tan membranous appearing tissue with a scant amount of attached adipose tissue. Representative sections are submitted. Summary of sections: c1- representative sections. Tissue handling and fixation: cold ischemic time less than or equal to 1 hour. Time in 10% phosphate buffered neutral formalin is between 6 and 72 hours. Microscopic description: a-c slides reviewed. Diagnosis: a. Small intestine (area unspecified), partial enterectomy: extensive serosal adhesions with areas of acute peritonitis and hemorrhage, acute enteritis centrally with hemorrhage and mucosal infarction, viable noninflamed margins of excision with mucosal hemorrhage. B. Soft tissue (right ventral), herniorrhaphy: actively chronically inflamed fibrotic hernia sac with edema and acute hemorrhage. C. Soft tissue (left ventral), herniorrhaphy: mildly chronically inflamed congested fibrotic hernia sac. (B)(6) 2010: (B)(6) . Radiology-CT abdomen/pelvis. Indication: fever and abdominal pain one week following bowel surgery. Impression: no organized fluid collection evident in the abdomen or pelvis. Postsurgical findings remain in the abdominal wall without a fluid pocket. Solitary stone in the gallbladder. Small amounts of free fluid among the pelvic bowel loops. (B)(6) 2010: (B)(6) . Operative report. Preoperative diagnosis: necrotic abdominal wound, status post closed loop obstruction. Postoperative diagnosis: necrotic abdominal wound, status post closed loop obstruction. Procedures: debridement of subcutaneous tissue, fat, muscle and fascia. Surgeon: thomas ashley, md. Assistant: none. Anesthesia: general. Procedure/individual consideration: ¿this is a 60-year-old female who presented with a strangulated obstruction from my incisional hernia. This necessitated resection of small bowel. She did well postoperatively; however, the wound became infected. It was opened and packed. She was discharged from the hospital with a wound vac; however, on follow-up in an outpatient setting it was noted that the skin and subcutaneous tissue had closed in superior portion of the incision and deep to this space with necrotic tissue present. This required reopening the incision completely. There was necrotic tissue at the base of the wound superiorly. This required operative debridement due to pain for the patient. She understood the indications for the procedure, risks, and potential complications and consented. With the patient in the supine position, after the abdomen was prepped and draped in sterile fashion. Attention was turned to the subcutaneous fat. On the superior portion, the wound had some grayish exudate present. This was debrided sharply with metzenbaum scissors and electrocautery. Deeper, there was necrotic muscle and fascia present with obvious separation of the regional closure using running prolene stitch. The necrotic fat, fascia and muscle was divided using electrocautery and also metzenbaum¿s and mayo scissors. This debrided a good part of this exudate back; however, there was concern that it potentially get into bowel loop, which was no doubt at the base of this wound. After adequate debridement had been performed, the wound was irrigated with warm saline solution was packed with saline moistened kerlix sponge and followed by dressing. The patient tolerated the procedure well and was transferred to recovery in satisfactory condition.¿ (B)(6) 2011: (B)(6) . Caroline p. Daly. Radiology-CT abdomen/pelvis. Clinical information: 61-year-old with incisional hernia. Impression: large anterior abdominal wall hernia contains non-obstructed large and small bowel. Incidental findings include: cholelithiasis and small bowel lipoma. (B)(6) 2012: (B)(6) . Operative report. Pre-procedure diagnoses: 1. Abdominal hernia. 2. Loss of domain. Postoperative diagnoses: 1. Abdominal hernia. 2. Loss of domain. Procedure performed: 1. Exploratory laparotomy. 2. Lysis of adhesions. Surgeon: dr. Thomas ashley who scrubbed and present throughout the entire procedure. Assistants: 1. Dr. Ehsan esmaeili. 2. Dr. Daniel graves. Anesthesia used: general. Estimated blood loss: 20 ml. Specimen: no specimen sent. Indication for procedure: ms. Byrd is a 61-year-old female who is a known patient of dr. Ashley¿s. Today she was undergoing a component separation by dr. Orseck for a chronic abdominal wall hernia. Dr. Orseck required assistance of dr. Ashley for entry into the abdomen and lysis of adhesions, so he can continue his part. The patient was consented and preop¿ed for this portion by dr. Ashley and was taken back to surgery. Description of procedure: ¿the patient was brought back to the operating room table and laid in the supine position. General endotracheal anesthesia was then induced. The abdomen was prepped and draped in the usual sterile fashion. Her old previous midline incision was used as entry into the abdomen. Some of her old scar tissue was removed as well using a combination of electrocautery, bovie as well as scalpel. A midline incision was made and the old skin from the previous scar tissue was removed via the electrocautery bovie. Next, entry of the abdomen was obtained superiorly and through the fascia with electrocautery bovie. The fascia was then opened in its entire length and entry of the abdomen was obtained. The fascia at the end of the abdomen was grasped and elevated using a combination of metzenbaum scissors as well as electrocautery bovie. The interloop adhesions were lysed sharply without any problems. This was carried out throughout the entire abdomen until all adhesions were lysed. The small bowel was run in its entirety from the ligament of treitz to the ileal colic portion and no enterotomies or other adhesions were seen. Some portions of a previous mesh that was placed in the patient was also removed via electrocautery bovie at the level of the skin and fascia, but otherwise, no other abnormalities were seen. This concluded the portion of dr. Ashley¿s part of the case and dr. Orseck steps in at this time and proceeded with his case. Please refer to dr. Orseck¿s dictation for the remainder of the case.¿ continued on attachment. - attachment: [section h10.11 continuation 3003910212-2019-00255.]

Manufacturer narrative:
Due to character/space constraints within the 10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1930, 3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11550269. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2014, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on march 23, 2017, and august 31, 2018. Additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, mesh infection, mesh failure, mesh removal (2x), additional surgeries. Additional event specific information was not provided.